Event description:
Physician injected contrast through the ultraflow and the distal tip burst under the pressure. Through angiographic observation, the ultraflow seemed to have a balloon shape before bursting. Physician uses a fast/high flow injection style. Following the procedure, the pt complained of headaches. Stenosis around the rupture site is evident. P1 segment of the posterior artery was ruptured.